Event description:
The pt reported that her insulin infusion device displayed "77 & 3.00" on the screen. She states that the infusion device battery was in use for 2 months. The pt said she was aware of the battery pack recall. She said she has discarded the battery pack packaging and was not able to see any numbers on the battery pack itself. The pt was instructed to insert a new battery pack itself. The pt was instructed to insert a new battery pack which she did. She stated the infusion device then functioned as normal. No physiological effects were reported. The pt did not require assistance from healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.